Event description:
It was reported that the o2 hose leaked. There was no patient involvement. Manufacturer's ref #:(B)(4).

Manufacturer narrative:
It was reported that the o2 hose was damaged and replaced by our field service engineer. No parts has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.